Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), device dislocation ("migration/perforation") and genital haemorrhage ("bleeding/excessive bleeding when not on menstruation") in an adult female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, perineal pain, stomach pain, heartburn, dizziness, hernia, abortion in 2009, post coital bleeding and vulval candida. Concurrent conditions included tenderness epigastric, abdominal pain, syphilis, itching, urine odor abnormal, vaginal discharge, spotting between menses, bleeding menstrual heavy, abdominal cramps, bleeding breakthrough and multiple allergies. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), scar ("vaginal scarring"), abdominal pain ("abdominal pain"), pelvic adhesions ("pelvic adhesive"), menorrhagia ("excessive bleeding during menstruation ,and when not on menstruation") and endometriosis ("endometriosis"). The patient was treated with surgery (d&c hysteroscopy,laparoscopy,lysis of adhesions). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, allergy to metals, neuromyopathy, scar, abdominal pain, pelvic adhesions, menorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, neuromyopathy, pelvic adhesions, pelvic pain, perforation and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: essure implants in anatomic location. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), device dislocation ("migration/perforation") and genital haemorrhage ("bleeding/excessive bleeding when not on menstruation") in an adult female patient who had essure (batch no. A66680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, perineal pain, stomach pain, heartburn, dizziness, hernia, abortion in (B)(6), post coital bleeding and vulval candida. Concurrent conditions included tenderness epigastric, abdominal pain, syphilis, itching, urine odor abnormal, vaginal discharge, spotting between menses, bleeding menstrual heavy, abdominal cramps, bleeding breakthrough and multiple allergies. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), abdominal pain ("abdominal pain"), pelvic adhesions ("pelvic adhesive"), menorrhagia ("excessive bleeding during menstruation ,and when not on menstruation") and endometriosis ("endometriosis"). The patient was treated with surgery (d&c hysteroscopy,laproscopy,lysis of adhesions). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, allergy to metals, neuromyopathy, vaginal disorder, abdominal pain, pelvic adhesions, menorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, neuromyopathy, pelvic adhesions, pelvic pain, perforation and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: essure implants in anatomic location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.